Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose was 380 mg/dl. During pump system check with tandem technical support (cts), air bubbles were observed in the tubing. Customer successfully removed bubbles from tubing. Insulin delivery was resumed.